Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when an alert for high hv lead impedance was observed. The device was re interrogated and normal measurements were seen. The device remains implanted. Patient monitoring will continue.